Event description:
It was reported that the customer was experiencing high blood glucose. The reported blood glucose reading was 27 mmol/l. Troubleshooting was performed. The self test passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.